Event description:
In 2006, a male underwent aaa repair with another manufacturer's endoprosthesis. The procedure went according to plan and was considered successful at completion. On routine follow-ups (dates unk), angiograms revealed a persistent distal type ib endoleak. Six months later, the physician performed an intervention to balloon the distal limb of the ipsilateral graft with a cook coda balloon resolving the endoleak. As the balloon was being removed, the iliac artery ruptured. Two contralateral leg components of another manufacturer were placed to repair the iliac artery. The surgery was successfully completed and the patient is doing well. No further events were reported. Films are not available.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Cook's instructions for use does indicate do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation volume parameter as shown. Over-inflation of balloon may result in damage to vessel wall and/or rupture. At this time, it is not possible to say for sure why the iliac artery ruptured. It is possible the incident was caused by a procedural issue.